Event description:
Healthcare professional reported left side exchange with no complaints against the device. Healthcare professional later reported left side "rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side exchange with no complaints against the device. Healthcare professional later reported "rupture". Healthcare professional additionally reported "hole in radius (edge)". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken and one opening assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side exchange with no complaints against the device. Healthcare professional later reported "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.